Event description:
On (B)(6) 2012 the reporter contacted animas to report the patient claimed an issue with the insulin pump. The reporter did not provide any further information regarding the problem with the pump. The technical support representative (tsr) contacted the patient multiple times to obtain information and to troubleshoot the pump; however was unable to reach her by telephone. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the daily insulin delivery totals were found to correctly reflect the user's programmed basal rates and shows pump was delivering accurately up until the last date used by the patient. There were no alarms or errors associated to the complaint in the black box or alarm history. No unusual power interruptions were observed in the black box. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unable to duplicate complaint during the investigation.